Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with recurrent chest pain. Angiography revealed a 70% de novo lesion in the mildly calcified left anterior descending artery (lad). During percutaneous coronary intervention via radial access, pre-dilatation was performed using an unspecified 2.0x8 semi-compliant balloon followed by deployment of a 2.75x18 xience v stent at 16 atmospheres. A dissection occurred; therefore, a 3.0x18 xience v stent was deployed to cover the dissection. There was no clinically significant delay in the procedure and the patient is reported as stable. No additional information was provided.